Event description:
Technician alleged that the brake casters are not holding. No patient impact.

Manufacturer narrative:
The technician found the cause to be loose brake caster bolts and the brake casters are out of adjustment. The technician tightened the brake caster bolts and adjusted the brake casters to resolve the issue.